Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to this issue, the audio bolus button cover was partially lifted. The button was responsive during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 11/16/2015.